Event description:
The user facility reported that the angio-seal device involved was used after a lesion in the left anterior descending (lad) #6 was treated from the inguinal region. The physician presumed that hemostasis would be achieved with the angio-seal device without issues; however, hemostasis was not perfectly achieved with the device due to slight bleeding. Manual compression was then applied, and hemostasis was successfully achieved. The patient was obese and difficult to keep stable. The estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. There was no patient injury or surgical intervention required. Hemostasis was successfully achieved by the device and manual compression. No equipment or other device were used with the product involved.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been improper device positioning resulting in incomplete hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).